Event description:
Device report from synthes (B)(4) reported an event (B)(6) as follows: it was reported that during insertion of the spinal implant, the surgeon had difficulties removing the implant inserter from the implant. The manipulation of the implant inserter to release it from the implant resulted in a deformation of the ends of the shaft. The problem was resolved by disassembling implant inserter, making it possible to detach the instrument from the implant. The detachment was achieved without any harm to the patient. Implant positioning was successful and to satisfaction of the surgeon. The surgery was completed with a 10 minute surgical delay time. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. Received 1 article of applicator inner shaft, for manufacturing investigation. The article has no visible damage. The report indicates that the: the device was forwarded to the manufacturing site for thorough investigation. The relevant dimensions of the received applicator inner shaft were checked and no deviation was found. A functional test was performed and no irregularities were found; the complained malfunction could not be duplicated. In addition, the review of the production history revealed that the shaft was manufactured in july 2014 in accordance with all established requirements and with no nonconformities reported. Based on these results and without all the involved articles (outer shaft, knob and implant were not sent for investigation) we conclude that the cause of failure is not due to any manufacturing non-conformances. In conclusion, during the manufacturing investigation. The article passed the functional test without reference to the reported issue. Therefore the complaint cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.